Event description:
The patient's mother reported the buttons of the infusion device do not work properly. She stated that after programming a bolus no insulin was delivered. The patient switched to the backup infusion device using the same accessories and had no further issues. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.